Event description:
New information noted that the patient was experiencing orthostatic dizziness and bradycardia. Device interrogation also revealed noise on the right ventricular lead. A lead fracture was suspected.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead high impedance values. Programming changes had previously been made due to high capture thresholds on the same lead. On (B)(6) 2020, the lead was capped and replaced. Patient was stable post procedure.